Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with examination under anesthesia, diagnostic laparoscopy with lysis of adhesions, davinci robotic assisted vaginal hysterectomy, anterior vaginal repair, and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported the patient underwent placement of boston scientific solyxx sis system on (B)(6) 2009 due to urinary stress incontinence, hypermobility of uv angle, dysmenorrhea, menorrhagia, enlarged uterus. The patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with hysterectomy due to pelvic flank pain, cystocele, reactive bladder, dyspareunia, pelvic adhesions, and hypermobility of uv angle. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other non specified outcomes. (B)(4).